Event description:
During preparation it was noted that there was coating peeling in the middle of the guidewire. They attempted to insert the guidewire into the microcatheter and resistance was felt as the middle part of the guidewire was advanced into the microcatheter. The guidewire was removed and was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off on several places along its proximal 35.0cm section. The ptfe coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was not on the guidewire. Small white crystallized substances were found on the device distal end. Review and analysis of available information and investigation results failed to identify a definitive cause for the observed issue. Review and analysis of available information and investigation results failed to identify a definitive cause for the observed issue. Review and analysis of available information and investigation results failed to identify a definitive cause for the observed issue. The hydrophilic coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. There was slight friction felt during functional test with a demonstration excelsior sl-10 microcatheter. The guidewire was attached to a demonstration torque device and one to one torque was checked. The guidewire torque was smooth. No other anomalies were observed. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
During preparation it was noted that there was coating peeling in the middle of the guidewire. They attempted to insert the guidewire into the microcatheter and resistance was felt as the middle part of the guidewire was advanced into the microcatheter. The guidewire was removed and was not used for the procedure. There was no patient involvement.